Manufacturer narrative:
The additional patient effects reported in the article(s) are captured under a separate medwatch report. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the lot number was not provided. D6a: date of implanted is estimated. The device was not returned for analysis. The lot history record (lhr) and complaint history reviews were not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, a causes for the reported mitral valve regurgitation, heart failure, and death could not be conclusively determined. Heart failure, death, and mitral valve regurgitation are listed in the mitraclip system instructions for use and are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: article title: "impact of systolic dominant pulmonary venous flow morphology on outcomes after mitral transcatheter edge-to-edge repair."

Event description:
It was reported through a research article that 187 patients underwent mitral transcatheter edge-to-edge repair (m-teer) from (B)(6) 2019 to (B)(6) 2022. Within one year of the procedure, the implanted mitraclip may have caused or contributed to recurrent mitral regurgitation (mr), heart failure hospitalization (hfh), and death. Additional information is listed in the attached article, titled ¿impact of systolic dominant pulmonary venous flow morphology on outcomes after mitral transcatheter edge-to-edge repair.¿